Event description:
A malfunction alarm, identified as malf 9, was reported, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance in resetting the pump, which resolved the issue, and the malfunction did not recur. The customer was advised to continue using the pump and to reach out again if the malfunction reappears.